Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) stopped compressions and displayed an "align patient" and "reset band" messages was confirmed in the archive review but not during the functional testing. There were no device deficiencies found during the evaluation of the returned platform that could have caused or contributed to the reported complaint. The probable root cause for the reported complaint was due to the stiffness of the patient's chest associated with a large size. The autopulse platform passed the initial functional test without any fault or error. During visual inspection, there was no physical damage observed on the autopulse platform. The archive log file revealed the autopulse platform stopped compression multiple times due to user advisory (ua) 17 (max motor on time exceeded during active operation) error. Based on the archive review, the device was powered on and performed 647 compressions and then stop due to user advisory (ua) 17 error. The take-up target and the encoder take up end values indicate the patient chest circumference is very large in size and stiff to compress. The user pressed restart to clear the fault. The autopulse was used again and stopped after performing three sessions due to multiple user advisory (ua) 17 errors. The autopulse did not reach target depth within the specification due to the size and the stiffness of the patient's chest. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory (ua) 17 error message alerts the user that the drive motor did not reach the target compression depth within specification when used on a medium/large size stiff patient or when the battery being used has a low voltage or the lifeband is twisted. The reason the autopulse platform stops after a few compressions, it is trying to build-up to the 20% compression depth and cannot do it in the specific time frame but did not have enough power to achieve this compression rate within 0.38 seconds. A drive train motor brake gap inspection was performed and verified within the specification. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.

Event description:
Patient 2. During patient use, the autopulse platform (sn 34255) stopped compressions after 15 minutes and displayed the "align patient" and "reset band" messages. The user realigned the patient but unable to clear the error. Following this, manual CPR was immediately performed. No consequences or impact to patient. Please see the following related MFR reports: ccr (B)(4) MFR 3010617000-2020-00346 for patient 1.